Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had an elbow surgery done on (B)(6) 2017. Patient stated the screws came out and she is scheduled for a revision on (B)(6) 2019.